Manufacturer narrative:
Two 4.75mm healicoil regenesorb sa anchor systems were returned for evaluation. The devices were returned in the same packaging prohibiting lot identification, as a result the evaluation will be documented in complaints (B)(4) lot 50772528 and (B)(4) lot 50764251. Visual assessment of the devices confirmed the complaint of breakage. Sample (a) showed numerous threads of the anchor have broken off. The broken pieces were not returned for evaluation. One of the inserter tines and the shaft are bent. Sample (b) showed the distal end of the anchor is cracked. The inserter tines and shaft are bent. Each device shows evidence of being subjected to excessive force and off-axis insertion. Per the device instructions for use under warnings ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. Establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the prepared bone hole. Continue rotating the anchor until the indicator line on the insertion device is flush with the surface of the bone¿. This complaint is related to MDR 1219602-2019-00525.

Manufacturer narrative:
The reported 4.75mm healicoil rsb sa intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a rotator cuff the anchor broke, it was removed using tweezers. A backup device was available to complete the procedure with no significant delay or patient injuries.